Event description:
The customer observed an instrument error message 5900, step loss detected in outer reagent carousel motor. The customer started up the instrument to hear a whirring sound and the error occurred again. The field service engineer (fse) arrived onsite and found that the reagent carousel motor cable was scorched, and other wires were broken. The fse replaced the cable and for preventative measures replaced the outer reagent carousel motor and the module power supply because it would not turn on. The fse confirmed there was no fire or visible smoke observed. There was no impact to patient management, user safety, or facility damage reported. No injuries reported.

Manufacturer narrative:
The abbott field service engineer (fse) observed broken wires and scorching on the reagent carousel motor cable while performing troubleshooting for error code 5900 step loss detected (outer reagent carousel motor) on architect (B)(6). No smoke or fire was observed, and no injuries occurred. The fse replaced the cable harness, left back above (sr) (rohs). A photo confirming the scorching of the reagent carousel motor cable connector was provided. A review of the instrument service history did not identify issues that may have contributed to the current complaint. There have been no further occurrences of either burnt parts or reagent carousel errors since the reagent carousel motor cable was replaced. A review of tracking and trending did not identify any related trends for the cable harness, left back above (sr) (rohs) or the architect i2000sr analyzer. The device history record was reviewed and did not identify any nonconformance or deviation associated with the complaint issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The scorching observed on the cable connector did not spread to other areas of the analyzer. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect i2000sr analyzer, serial number (B)(6).

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed an instrument error message 5900, step loss detected in outer reagent carousel motor. The customer started up the instrument to hear a whirring sound and the error occurred again. The field service engineer (fse) arrived onsite and found that the reagent carousel motor cable was scorched, and other wires were broken. The fse replaced the cable and for preventative measures replaced the outer reagent carousel motor and the module power supply because it would not turn on. The fse confirmed there was no fire or visible smoke observed. There was no impact to patient management, user safety, or facility damage reported. No injuries reported.